Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Device requested but not returned by hospital.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2012 to remove and replace the components with a total knee system for an unknown reason. A second revision procedure was performed on (B)(6), 2014 due to an unknown reason.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02236/02237).